Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the scorching on the metal tip is cause traced to component failure and nozzle had foreign objects is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service team indicates that scorching on the metal tip and nozzle had foreign objects was found. It was determined that the nozzle and metal tip needed to be replaced. There was no patient involvement.